Event description:
Revision surgery is scheduled for pt with a total knee implant. Reason for revision is unk at this time.

Manufacturer narrative:
Revision surgery is scheduled for pt with a total knee implant. Reason for revision is unk at this time. Review of the device history record indicates that the device was manufactured to specification.